Event description:
On (B)(6) 2026, a 73-year-old female underwent mitral valve repair with concomitant bi-atrial maze and left atrial appendage (laa) exclusion via right mini-thoracotomy using a prov50 device. Postoperatively, the patient experienced acute ischemic findings with inferior wall motion abnormality, st-segment changes, vt/vf arrest, reduced ejection fraction (51% pre-op to 29% post-op), and prolonged hospitalization (34 days). Urgent coronary angiography on (B)(6) 2026 identified proximal-to-mid left circumflex coronary artery (lcx) occlusion, balloon angioplasty restored flow. Ivus demonstrated circumflex vessel impingement adjacent to the laa exclusion device. Final angiography showed normal flow without residual stenosis or dissection. While direct cause or contribution by the device was not confirmed, it cannot be ruled out; therefore, this event is being reported per part 803.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.